Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (600-700 mg/dl), and high ketone levels. The cause for elevated bg and ketone levels was unknown. Customer was treated with insulin and fluids, and was released from the ER ¿several hours¿ later. Upon being released from the ER, the customer's bg level was approximately 200 mg/dl and the customer was ¿in good health¿.